Event description:
It was initially reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) and that program b of the system did not work. Follow up information received from the patient that they had no concerns with their device therapy. Further follow up information obtained from the physician reported that the cause of the event was unknown but reported patient symptoms of shocking at the generator site. On (B)(6) 2011, the patient was reprogrammed and had stable parameters. The patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).